Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 352 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 145 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, the customer declined to perform a back to back blood test. The product is stored according to specification in the bedroom. Test strip lot manufacturer's expiration date is 04/30/2020 and exact open vial date was not provided but customer stated it was less than four months ago. The meter memory was reviewed for previous test result history: (B)(6). Even though this customer has a high a1c of 9.3 he is claiming the meter is not working correctly. He kept telling me the dashes that go across the meter after applying the blood go across twice when the meter works the way it should and gives him a good reading but when the dashes don't go across twice it gives him a high reading. I tried to explain this to the customer how it works correctly but the customer it hard of hearing so the call was difficult and he just kept telling me the same thing. His diet has not changed but he is taking lasix for a while now.